Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 66 mg/dl after perceiving that the ilet delivered too much insulin during a prior high, subsequently pausing the system; review during the call indicated no insulin delivery while glucose was low, and education was provided on the correction algorithm and the need to keep fast-acting carbohydrates available. Symptoms included hypoglycemia without loss of consciousness or other complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device data as reported during the call and user education on algorithm function and appropriate use. Investigation of this case revealed no device alarms or evidence of insulin delivery during the hypoglycemic period, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.